Event description:
There is no adverse event associated with this complaint. This report is made based on results of investigation completed on (B)(4) 2013: scratched/damaged display.

Manufacturer narrative:
Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. Device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2013 with the following findings: review of the black box data revealed record of loss of prime. On investigation, a rewind, load and prime sequence was successfully performed without loss of prime occurring. The pump was exercised for (B)(4) hours without loss of prime occurring. The force sensor was found to be within specifications. The pump was opened for investigation with no evidence of damage or defect of the pump¿s interior. Unrelated to the complaint, the display lens was noted to be scratched.